Manufacturer narrative:
Alarm temperature was verified. Alarm altitude issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but temperature alarms occurred. Reportedly, the pump got wet. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was around 100-150 mg/dl.